Manufacturer narrative:
Analysis confirmed the customers comment that the upper liquid crystal display (lcd) of the external pulse generator (epg) was damaged as bleeding was noted during incoming inspection. It was also reported that the on/off button is flat, out of spec mechanical, however it is functional. The lower case was broken. The output connector assembly was broken. The upper case was broken. The main seal was contaminated. The encoder assembly was contaminated. The two encoder knobs were contaminated. The hanger assembly was contaminated. The hanger screw was contaminated. The one case screw was missing. The main label was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had upper display damage. There was no patient involvement.